Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: h11: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b3, b4, b5, b7, d4, d.6b (date of explant), g1, g3, g4, g6, h2, h6, h10, h11. Corrected field: b.3 (date of event). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007 - the patient underwent surgery for implant of an unspecified bard/davol composite mesh (also known as composix). On (B)(6) 2007 - the patient had unspecified injuries. On (B)(6) 2007 - the patient had unspecified injuries. On (B)(6) 2009 - the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the composite mesh (also known as composix). As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: on (B)(6) 2007- patient was diagnosed with recurrent large right abdominal wall hernia thereby underwent open repair with implant of composix mesh. Per op notes, ¿the previously placed synthetic mesh was removed. The recurrent abdominal wall hernia was identified and a composix mesh was placed and anchored with u type stiches¿. On (B)(6) 2007- patient was diagnosed with right lower quadrant abscess, thereby underwent open repair. Per op notes, ¿the contents of the abscess cavity with underlying composix mesh was identified and the contents were removed.¿. On (B)(6) 2007- patient was diagnosed with infected abdominal wound mesh, seroma, thereby underwent repair with partial explant of infected composix mesh. (Note: there is no operative notes provided for this procedure in medical records) (B)(6) 2009- patient was diagnosed with large recurrent lateral abdominal wall hernia, thereby underwent open repair with explant of composix mesh, implant of biologic mesh. Per op notes, ¿the residual composix mesh was removed. A biologic mesh was placed and sutured¿.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007 - the patient underwent surgery for implant of an unspecified bard/davol composite mesh (also known as composix). On (B)(6) 2007 - the patient had unspecified injuries. On (B)(6) 2007 - the patient had unspecified injuries. On (B)(6) 2009 - the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the composite mesh (also known as composix). As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".